Event description:
The company representative on behalf of the customer reported to olympus that the loaner evis lucera gastrointestinal videoscope had dirt found on the curved part. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter found within the bending section cover and distal end of the device. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation and customer allegation was confirmed due to foreign material found in the bending section cover. There were few additional findings during device evaluation. Due to wear of the angle wire, the play of the up/down knob was out of standard value. Adhesive on the bending section cover had a chip. The plastic distal end cover had a scratch. The distal end had foreign objects. Due to the wear of the angle wire, the play of the up/down knob was out of the standard value. The objective lens had a chip. The scope connector cover unit had a scratch. The light guide cover (lg-cover) glass had a scratch. The forceps channel port was shaved. The protector of the universal cord on the control section side had a scratch. The protector of universal cord on the scope connector side had a scratch. Upon follow up, the customer stated that the device was cleaned, disinfected, and sterilized the device before sent it to olympus. There was no delay in the start of precleaning. The customer wiped the insertion section and there were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the insertion section (including bending section) with clean lint-free cloths, brushes, or sponges. A review of the device history record found no deviations that could have caused or contributed to the reported issue of foreign material in the distal end and bending section cover. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could not be identified and the root cause of the issue could not be determined, as there were no device deformities observed that could result in the retention of foreign material and the facility device reprocessing was confirmed to have been performed in accordance with the instructions for use (IFU). Suggested event can be inspected and prevented by following the below IFU. Inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual evis lucera gif/cf/pcf type 260 series chapter 3 cleaning, disinfection, and sterilization procedures olympus will continue to monitor field performance for this device.